Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stated she experienced pain at the ipg site and the site was warm to the touch. Reprogramming was attempted, but the patient continued to experience pain. Surgical intervention may be taken to address the issue.